Manufacturer narrative:
The complainant was unable to provide the upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12280 addresses the leveen electrode, manufacturer report # 3005099803-2013-12279 addresses the second leveen electrode, and manufacturer report# 3005099803-2013-12281 addresses the rf radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen electrodes and a rf3000 radiofrequency generator were used during a radiofrequency ablation (rfa) procedure. According to the complainant, a ¿p1 [error] for two rf procedures about a tumor mass of the iliac fossa with needles leveen 3 and 4.¿ the pads were replaced; however, the error still was displayed on the generator. When they moved the positioning of the second needle, the error did not appear and the procedure was able to continue. However, with both needles the generator was unable to get over 130 watts. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.